Event description:
Customer reported horizontal lines in image.

Manufacturer narrative:
Gehc service personnel powered system, retrieved error logs and booted system, tested operation, operating properly at this time. Could not duplicate image error. Surveyed rev levels of system circuit boards for pre-cpu evaluation and new image processor. Sw ver 9.0.10. Reseated connections and image processor and display adapter boards. Reseated x-ray controller and adjusted ip power supply from 5.03 to 5.09vdc. Retested, system operating as intended.